Event description:
It was reported the patient's blood glucose level rose to 25 mmol/L (450 mg/dL) while wearing the Pod between 5 and 24 hours. When removed from the infusion site on the leg, the Pod's cannula was found kinked. No medical assistance was needed.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.